Event description:
It was reported that the lead had high unstable thresholds the afternoon post implant and again weeks after implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analysis found no anomalies. There was blood in/on the helix mechanism and mechanism (sleeve head).